Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The report of the failure to deploy the thumb advancer was confirmed. In consideration of the report of continued deployment of the thumb advancer when resistance was met, it should be noted that the instructions for use specifies, under the closure procedure section, that the best technique for deployment under click 2 deploy locator wings and initiate splitting of exchange sheath states that the device is to be stabilized at the angle of the tissue tract during plunger deployment. Based on visual inspection and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The patient was reportedly obese with a deep tissue tract. Per the starclose se instructions for use under special patient populations, the safety and effectiveness of the starclose vascular closure system have not been established, in the patient populations who are morbidly obese (body mass index greater than 35 kg/m2). The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information. .

Event description:
It was reported that after an antegrade interventional procedure, arteriotomy closure was attempted of the common femoral artery using a starclose se device. Reportedly, although the tissue tract was prepared prior to arteriotomy closure by making a skin incision in the subcutaneous tissue tract of at least 7 mm, blunt dissection was not performed. While depressing the plunger and while distally deploying the thumb advancer, the flex-guide was kept straight in alignment with the tissue tract and at a 45-degree angle until the steps were completed. During advancement of the clip delivery tubeset significant resistance was encountered. The clip delivery tubeset became stuck and could not be advanced further. The safety release was activated retracting the locator wings, which released the device from the patient anatomy. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The procedure was performed under local anesthesia. The patient was discharged to home in good condition. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.